Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for blood glucose levels over 600 mg/dl. The customer had high blood glucose levels and was vomiting for several days prior to being hospitalized. The customer declined troubleshooting, and stated that her doctor requested a replacement insulin pump. Nothing further was reported.